Event description:
The customer reported that the yellow triangle indicator on the autopulse nxt platform (sn (B)(6)) flashed during patient use, and the nxt platform made an unusual sound. However, the autopulse nxt platform continued to function properly, and there were no detrimental effects on the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint about the flashing yellow triangle indicator on the autopulse nxt platform (sn (B)(6) was confirmed in the archive data, but it was not confirmed during functional testing. Additionally, the reported complaint that the nxt platform made an unusual sound was not confirmed during functional testing. The autopulse nxt platform functioned as intended. Upon reviewing the archive, it was found that around the reported event date, on march 1st, the autopulse nxt platform stopped compressions after 22 minutes and shortly thereafter reached the motor thermal limit, triggering fault 1290 (fault-analog-motor-over-temp). There was no evidence of blocked vents, and power consumption remained steady. The thermal limit likely occurred because the device required more energy to compress the patient, causing the motor to generate excess heat and raising the motor temperature above the thermal limit of 110°c, which triggered fault 1290 and stopped compressions. The reported yellow triangle indicator was triggered by fault 1290 (fault-analog-motor-over-temp): analog motor temperature over the thermal limit. The autopulse nxt platform passed functional testing without errors. After resetting the nxt platform software to the home position, the platform was further tested using the mztf (medium zoll test fixture) with two batteries until fully discharged, and there were no faults or errors. Following service, the autopulse nxt platform passed all testing criteria.